Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
On (B)(6) 2009, the primary surgery was performed at t10-l2 for oyl (osteosis of yellow ligaments). On (B)(6) 2010, the second surgery (osteotomy of cephalic half of l3 vertebra) was performed for old compression fracture which did not obtain bone fusion. And, t9-l5 was fixated with oic cage (titanium) was placed at l3/l4 and l4/l5. On (B)(6) 2010, the x-ray showed that the blocker at the right l5 loosened. On (B)(6) 2010, the x-ray showed that the blocker at the right l5 disassembled. On (B)(6) 2010, the x-ray showed that the blocker at left t9 disassembled and it was found at posterior l1 within...